Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing minimally invasive procedures. Post-procedure bleeding has been identified as the reported complication as per ICD-10 categorization experienced by the following with corresponding intervention: 137 patients had post-procedure complication after the procedure with use of the device and before the discharge of the index admission was defined using diagnosis codes (see appendix table 1). Post-procedure surgical site infection has been identified as the reported complication as per ICD-10 categorization experienced by the following with corresponding intervention: 15 patients had post-procedure complication after the procedure with use of the device and before the discharge of the index admission was defined using diagnosis codes (see appendix table 1). Post-procedure wound disruption has been identified as the reported complication as per icd10 categorization experienced by the following with corresponding intervention: 12 patients had post-procedure complication after the procedure with use of the device and before the discharge of the index admission was defined using diagnosis codes (see appendix table 1).

Manufacturer narrative:
(B)(4). Batch # unknown. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.